Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Arterial perforation is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in mid left anterior descending coronary artery. The lesion was pre-dilated with a 1.5x12 mm balloon at 12 and 14 atmospheres (atms). The 3.0x15 mm xience alpine stent was implanted in the lesion and followed with post-dilatation with a 3.0x12 mm nc balloon at 14 atms. A perforation of the vessel was noted under the stent implant; therefore, a covered stent was deployed inside the stent to cover the perforation successfully. The procedure concluded with a timi iii flow. There was no clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.